Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The annulus was measured with the perimeter as 72.4mm and the area as 409mm^2. A pre-implantation balloon-aortic valvuloplasty (bav) was performed with a non-abbott balloon. The device was inserted and an attempt was made to deploy the device. It was observed through right anterior oblique (rao) angiography imaging that the device expanded unevenly and there was not enough dilation in the valve. The device was removed from the patient and an additional pre-bav was performed with a non-abbott balloon. The device was inserted into the patient and it was determined that the valve was not sufficiently dilated through rao view. The device was removed from the patient and replaced with a new 25mm navitor vision valve and small flexnav delivery system due to the maximum number of re-sheaths allowed per IFU. A third pre-bav was performed with a non-abbott balloon. The device was inserted. It was determined that the valve was poorly dilated and the device expanded unevenly. The device was removed and replaced with a new 26mm non-abbott valve. The valve did not provide adequate dilation and was removed from the patient and replaced with a new 23mm non-abbott valve, which was successfully implanted. A pacemaker was implanted after the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with valve under expansion did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.